Manufacturer narrative:
The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing was completed. Based on the nature of the complaint, there was no functional or dimensional testing performed. The returned device was visually examined, and the following was observed: crimp balloon leakage through the pin holes observed. The dimensional testing noted that the measured components were within specifications. 3mensio imagery was provided and the following was observed: tortuosity was present in the patient's left access vessel. Crimped valve appeared to be on crimp balloon and did not exit the sheath distal tip post-system removal. Inflow valve strut was protruding out of the sheath liner. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander and s3/ s3u/ s3ur IFU along with the device procedural manuals were reviewed. Instructions include: 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible'. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak was confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'as the implanting cardiologist (ic) was inserting the commander into the esheath he felt resistance but said it was not more than normal, but then felt like the commander was stuck'at this point he felt increased resistance and panned down to the groin to visualize the valve. We then realized that the valve and commander were partially outside of the esheath. The physician was unable to advance the valve forward or pull it back into the esheath. He attempted to pull both the commander and esheath back together at the same time and met resistance' a cutdown was performed on the left leg where the esheath+ and commander got stuck, the there was no open chest. The angle of insertion was steep.' During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. 3mensio revealed the presence of tortuosity in patient's access vessels. In this case, the tortuous access vessel may have caused the device to be tilted while advancing delivery system into the sheath and created resistance (refer to 2024-18479-01 for sheath resistance evaluation). This tilting may have caused the valve's apices to come into contact with the crimp balloon and subsequently cause damage to the balloon (e.g. Leakage as observed in returned product evaluation). As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve apices interacts with crimp balloon) may have contributed to the complaint event. A CAPA (corrective and preventive action)/scar (supplier corrective action request) is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the 16f esheath+ was inserted at a steep angle, but without incident on the patient's left side. As the implanting cardiologist was inserting the commander into the esheath+, he felt resistance but noted it was not more than usual, but then it felt like the commander was stuck. Imaging was panned down to the groin area, and the team saw the distal end of the esheath+ with the tip of the commander out of it but did not visualize lower to see the valve. He panned back up to the heart to visualize the wire across the aortic valve and resumed pushing the commander into the esheath. At this point he felt increased resistance and panned down to the groin to visualize the valve. It was realized then that the valve and commander had pushed through the side wall of the esheath+. The physician was unable to advance the valve forward or pull it back into the esheath+. He attempted to pull both the commander and esheath back together at the same time and met resistance. The patients pressured dropped and vascular was called. A cutdown was performed on the left leg and the esheath+ and commander were removed with a piece of tissue assumed to be the patients iliac attached. The iliac was torn when trying to remove the esheath+ and commander. The patient expired. This complaint is for the delivery system as the balloon was torn with 2 pinhole leaks over the crimped balloon. This damage was found during pre decontamination.